Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, the tip of the tip-up fenestrated grasper broke and while trying to remove from arm, the instrument got stuck. The instrument release kit did not work. The arm was undocked, and the instrument was removed with the trocar when it broke into pieces. All fragments were removed manually. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the product be returned for failure analysis evaluation. As of the date of this report, the instrument has not yet been received. .